Event description:
It was reported that the patient has had a recent increase in seizure frequency and duration. It was reported that the patient normally has mostly simple partial seizures with occasional grand mal seizures, but the patient stated that she was having grand mal seizures that lasted over 30 min each in a few days and the partial seizures are also more frequent. The patient's device was tested at the doctor's office and was determined to be providing magnet activation as normal, but the patient cannot feel the magnet activation when her head is tilted to the left. Diagnostics and lead impedance were both tested, and both were found to be ok. No additional relevant information has been received to date.